Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer used humalog insulin too long, tandem technical support educated the customer cartridges should be changed every 48 hours when using humalog.